Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery alarms/occlusion anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit received with same audio tone when switching from volume 5 to volume 1, pump error 63 (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Blood glucose reading was 323 mg/dl. Customer stated insulin did not exited and load reservoir was completed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.